Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal left anterior descending coronary artery that was both mildly calcified and tortuous and 90% stenosed. The nc trek neo 2.25/15 was inflated for 3 seconds but ruptured at 10 atmospheres during the first inflation. A new, same size nc trek neo balloon was used and the procedure was completed without any problems. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.